Event description:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported on 0002648920 - 2019 - 00763.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported on 0002648920 - 2019 - 00763.

Manufacturer narrative:
(B)(4). Concomitant medical products: item: 00786201350, versys femoral stem, lot #: 7886766 . Item: 00801803201, femoral head -3.5 x 32 mm dia, lot #: 61006359. Item: 00632005032, acetabular liner, lot #: 61008684. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient had a revision surgery on a previously revised cup due to misalignment. The second revision was approximately a year and a half after the first revision. Attempts were made to obtain additional information; however, none was available.